Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had unexplained error messages on their insulin pump. Customer reported several unexplained no delivery alerts. The customer also reported the insulin pump required frequent battery changes. It was also found the insulin pump had condensation under the screen. The customer's backlight button was also sticking. No additional information provided.